Manufacturer narrative:
Investigation into the issues found that cracks of the water inlet/outlet ports on the degasser housing have been found to cause water to leak out of the degasser housing, into the enclosure and gravity drained through the drain tubing to the space below & outside of the instrument. A product recall letter was sent to all worldwide alinity I customers who have received the degasser installation kit (part number a-35016140-01). The letter informs the customer of the two issues with the alinity I degasser installation kit (pn a-35016140-01) and that their abbott representative will contact them to schedule a deinstallation of the alinity I degasser installation kit, and return their instrument to its previous configuration.

Event description:
The customer reported a leak was noted on the alinity I processing module, sn (B)(4). The customer stated that water was noted to be coming from the degasser drain tube. The water supply was turned off and the degassing system will be removed. There was no patient involvement and no reported impact to patient management or user safety.